Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (pulse failure) was confirmed. As received, the belt would not communicate with a test monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. No adverse event resulted from the defective electrode belt

Event description:
A us distributor returned an electrode belt indicating that it failed pulse testing.